Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus that the electrosurgical generator, after plugging it into the socket, restarted continuously and displayed the error code "e-433." The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that a defective high voltage power supply board was found, which caused the error e433. It was advised to replace the high voltage power supply board and update the software to the latest version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.